Event description:
Citation: simon et al. Multicenter registry of liquid embolic treatment of cerebral aneurysms. World surgery. (B)(4). Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: 110 patients (mean age 58, 91 women) with cerebral aneurysms were treated with onyx hd 500 with 6m follow-up data. Five patients had incomplete occlusion, two had new parent artery occlusions, two had cast movement and two had no change in aneurysm but some distal stenosis. Nine patients experienced recanalization at the inflow zone (four with no treatment) and three patients experienced aneurysm regrowth. Five patients required further treatment, four were retreated with further liquid embolization and one was treated with liquid embolization plus stent. All had durable occlusion at 6m following second treatment. Two femoral hematomas and one retroperitoneal hematoma, none required intervention. Three ischemic strokes, two mca infarcts caused by embolization of liquid embolic material, and one retinal artery infarct secondary to non-onyx emboli. Four transient worsening oculomotor nerve palsy, four transient decrease in visual acuity, and two transient motor weakness. Information received from the same article as MFR report # 2029214-2015-0305.

Manufacturer narrative:
Citation: simon et al. Multicenter registry of liquid embolic treatment of cerebral aneurysms. (B)(4). The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were consumed in the event; therefore, the event cause could not be determined. (B)(4) = implant, failure; nerve damage; blurred vision.